Event description:
The customer reported that the sys keeps giving an error code saying regulator failed, loose collimator inside. No pt injury was reported.

Manufacturer narrative:
(B) (4). The plan to check the sys is currently under negotiations with the customer.